Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Pt age and weight: unk. Common device name: unk. Event date: unk. Explant date: unk. Event problem and evaluation codes: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -7.0/+1.50/180 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was reported as having an excessive vault and remains implanted. The lens is planned to exchange with another lens. The patient experienced pupil block (with elevated iop).

Manufacturer narrative:
Product evaluation found that the lens was returned dry in the lens container. Visual inspection found optic torn/split and haptic torn/broken/bent/deformed. (B)(4).

Manufacturer narrative:
Additional data: (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The lens was explanted at an unknown date. (B)(4).